Manufacturer narrative:
The customer service representative recommended the customer replace the source lamp as it was due for quarterly replacement. The customer replaced the part which resolved the issue. No additional discrepant result issues have been reported since the lamp was replaced. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any similar issues related to the alinity system, source lamp, or discrepant results as described in this complaint. A review of tracking and trending for the source lamp did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the source lamp was identified.

Event description:
The customer observed falsely depressed alinity c total bilirubin results for multiple samples that were not reported out of the laboratory. The following example data was provided (customer provided normal range: 0.20 to 1.20 mg/dl): sample 1: initial result was <0.1 mg/dl, repeat = 0.26 mg/dl. Sample 2: initial result was <0.1 mg/dl, repeat = 0.43 mg/dl. Sample 3: initial result was <0.1 mg/dl, repeat = 1.06 mg/dl. Quality controls were within range. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity c total bilirubin results for multiple samples that were not reported out of the laboratory. The following example data was provided (customer provided normal range: 0.20 to 1.20 mg/dl): sample 1: initial result was <0.1 mg/dl, repeat = 0.26 mg/dl. Sample 2: initial result was <0.1 mg/dl, repeat = 0.43 mg/dl. Sample 3: initial result was <0.1 mg/dl, repeat = 1.06 mg/dl. Quality controls were within range. No impact to patient management was reported.